Event description:
Patient presented to the physician with cellulitis at the chest incision site. Physician admitted the patient and placed them on antibiotics. Physician brought the patient into the or 3 days later and removed the entire inspire system.